Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated. Bg value not provided. The customer alleged that the pump was not working correctly. No additional information was provided. No follow up from tandem technical support is expected by the customer.